Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. The patient was having trouble getting their ins to charge with their recharger because they were seeing an elective replacement indicator (eri) and now it is end of service (eos) as well. There was an allegation/dissatisfaction with the ins longevity. The patient was told that the ins was supposed to last them 10 years. The patient was redirected to follow up with their healthcare professional (hcp) so they were sent an hcp listings. The patient stated that they were going to be in living hell without the ins and are going to be in trouble. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer reporting that the stimulator had come to an end and a new one was going to be installed. No further complications were reported.